Manufacturer narrative:
Additional information was received indicating dfts have not been performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating defibrillation threshold (dft) tests were successfully performed in coil to coil. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. Testing of the shocking vector, as well as device data analysis, found the measurements were out of range with the can in the shocking vector. Coil to coil configuration yielded acceptable measurements. The shocking vector was programmed to coil to coil. Boston scientific technical services (ts) recommended performing defibrillation threshold (dft) tests to ensure conversion with the new shocking vector. No adverse patient effects were reported.